Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
A thrombosis has occurred. The procedure was cancelled. It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. During the procedure a transeptal puncture was performed with a versacross connect and trusteer sheath. When the versacross rf wire was removed, a mobile object was noted on the tip of the coumadin ridge. It was not possible to determine whether it was a tissue fragment or a thrombus. The physician decided to keep the patient on oral anticoagulation (oac) and reschedule the procedure on a later date. There were no patient complications, and the patient was discharged the same day. The device is not expected to be returned for analysis (disposed). Half dose of heparin was given before transseptal and half was given after. Act was measured as 307 seconds. The patient was sent home same day. The physicians want to keep the patient on oac and re-image.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of thrombosis was confirmed based on the media provided. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
A thrombosis has occurred. The procedure was cancelled. It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. During the procedure a transeptal puncture was performed with a versacross connect and trusteer sheath. When the versacross rf wire was removed, a mobile object was noted on the tip of the coumadin ridge. It was not possible to determine whether it was a tissue fragment or a thrombus. The physician decided to keep the patient on oral anticoagulation (oac) and reschedule the procedure on a later date. There were no patient complications, and the patient was discharged the same day. The device is not expected to be returned for analysis (disposed). Half dose of heparin was given before transseptal and half was given after. Act was measured as 307 seconds. The patient was sent home same day. The physicians want to keep the patient on oac and re-image.